Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a2, a4, b5, b6, b7, d6b, h6 (patient code). Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: anxiety, fear, physical limitations. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: anxiety, fear, physical limitations. Unknown if the reported anxiety, fear, physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown. The alleged tulip is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2005 via the right common femoral vein due to deep vein thrombosis (dvt) and adverse reaction to heparin. Patient is alleging vena cava perforation and post implant thrombotic event. Patient notes and further alleges fear, anxiety, and physical limitations patient alleges an unsuccessful percutaneous surgery for attempted filter removal on (B)(6) 2019 due to vena cava perforation. The patient underwent another percutaneous retrieval using advanced techniques for attempted filter removal on (B)(6) 2019 due to indwelling ivc filter and the filter was successfully removed. Per a computed tomography (CT) abdomen and pelvis: "ivc filter in place, with 4 of the limbs extending beyond outer margin of inferior vena cava. No venous thrombus seen in abdomen and pelvis". Per the unsuccessful filter retrieval and thrombolysis report: "findings: ivc filter vertically oriented. Ivc filter collapse with caval collapse and infra-filter caval thrombus. Complications: inability to retrieve the filter. Filter legs did not release from caval wall. Filter remains vertically oriented in one piece, nearly completely collapsed with caval wall collapse and infra-filter thrombus formation".

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: the reported allegations have been investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation, thrombotic events, and inability/ difficult to remove. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Catalog # and lot # are unknown. The alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2005, and the filter subsequently perforated through [the patient's ivc. Additionally, the patient experienced thrombotic events despite the filter's implantation. Due to the filter's failure, the patient underwent two surgical procedures to have the filter removed. The first attempt was unsuccessful, the filter was successfully removed during a second attempt involving a complicated procedure.